Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Additional information requested and received: what stapling device was used with the ecr60b reload? Yes. If device used was a manual echelon, what is meant by ¿third shot¿? Does this mean third firing stroke of handle or third reload used? Third reload used. What is meant by ¿stapling was not consistent¿? The bleeding of the staple line was greater than normal and therefore it was necessary to place several clips. There was dehiscence of 2 cm, in the distal part of the his angle, the doctor had to shoot another recharge that if stapled correctly. How was the issue addressed intraoperatively? The problem occurred with the post-operated patient, the doctor reoperated the patient and placed another different recharge. How long after initial procedure did the reoperation occur? Several clips were placed and it was necessary to place another blue refill. What was found in the reoperation and how was it addressed? He had to reoperate the patient again to close the dehiscence of the staples and wash the contamination of the abdomen. It was reported that the surgery was prolonged 20 minutes. Was this during initial procedure? Please explain. Yes, it was prolonged the same day due to the dehiscence noticed by the doctor and the doctor decided to leave the patient in observation another day, in constant review. What is the current patient status? Stable but stayed 3 more days in the hospital, providing drains and antibiotics.

Event description:
It was reported that the surgeon performed two shots with the echelon, and on the third shot the stapling was not consistent. It was necessary to reoperate the patient to close the dehiscence of the staples and wash the contamination of the abdomen. The reload used was an ecr60b.